Manufacturer narrative:
Correction to the initial MDR in block(s) patient codes (f10) in section f, for use by uf/importer, patient codes, evaluation result codes, evaluation conclusion codes (h6) in section h, device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient death occurred. The procedure was cancelled. During a watchman procedure to treat atrial fibrillation (a fib), a versacross kit was selected for use. The physician expressed that the patient had complicated atypical anatomy and the transseptal puncture was performed with more difficulty than usual. When the versacross sheath was being exchanged to watchman sheath, the transseptal wire access was lost. Therefore, a second transseptal puncture was performed, and the versacross sheath was exchanged for watchman sheath. A non-boston scientific pigtail was used through watchman sheath to locate the left atrium appendage. Thus, the watchman sheath was advanced into the left atrial appendage (laa). Due to the transesophageal echocardiogram (tee) imaging quality, the physician was unable to determine to what depth the was had advanced into the laa. Contrast injection was used to assess the laa size and shape and the closure device was deployed. Anesthesiologist alerted the team of sudden pressure drop however concerns were focused on possible air embolism. Limited echo views initially did not suggest effusion. Code was initiated with chest compressions. Then, transesophageal echocardiogram (tte) identified a pericardial effusion and a pericardiocentesis was performed. Surgical intervention took place and a perforation was discovered in the left atrium. During manipulation of the heart, the laceration was unable to be closed. The laceration increased in size and attempts were made to suture and closed it were unsuccessful. The patient died of blood loss. As per the physician, possible due to patient history of anabolic steroids to treat past lymphoma. The device is not expected to be returned for analysis (disposed). The patient has medical history of lymphoma. In the physicians opinion, the watchman and versacross system caused the cardiac perforation which led to cardiac tamponade.

Manufacturer narrative:
Correction to the first supplemental MDR in the field bsc aware date. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient death occurred. The procedure was cancelled. During a watchman procedure to treat atrial fibrillation (a fib), a versacross kit was selected for use. The physician expressed that the patient had complicated atypical anatomy and the transseptal puncture was performed with more difficulty than usual. When the versacross sheath was being exchanged to watchman sheath, the transseptal wire access was lost. Therefore, a second transseptal puncture was performed, and the versacross sheath was exchanged for watchman sheath. A non-boston scientific pigtail was used through watchman sheath to locate the left atrium appendage. Thus, the watchman sheath was advanced into the left atrial appendage (laa). Due to the transesophageal echocardiogram (tee) imaging quality, the physician was unable to determine to what depth the was had advanced into the laa. Contrast injection was used to assess the laa size and shape and the closure device was deployed. Anesthesiologist alerted the team of sudden pressure drop however concerns were focused on possible air embolism. Limited echo views initially did not suggest effusion. Code was initiated with chest compressions. Then, transesophageal echocardiogram (tte) identified a pericardial effusion and a pericardiocentesis was performed. Surgical intervention took place and a perforation was discovered in the left atrium. During manipulation of the heart, the laceration was unable to be closed. The laceration increased in size and attempts were made to suture and closed it were unsuccessful. The patient died of blood loss. As per the physician, possibly due to patient history of anabolic steroids to treat past lymphoma. The device is not expected to be returned for analysis (disposed). The patient has medical history of lymphoma. In the physicians opinion, the watchman and versacross system caused the cardiac perforation which led to cardiac tamponade.

Event description:
It was reported that a patient death occurred. The procedure was cancelled. During a watchman procedure to treat atrial fibrillation (a fib), a versacross kit was selected for use. The physician expressed that the patient had complicated atypical anatomy and the transseptal puncture was performed with more difficulty than usual. When the versacross sheath was being exchanged to watchman sheath, the transseptal wire access was lost. Therefore, a second transseptal puncture was performed, and the versacross sheath was exchanged for watchman sheath. A non-boston scientific pigtail was used through watchman sheath to locate the left atrium appendage. Thus, the watchman sheath was advanced into the left atrial appendage (laa). Due to the transesophageal echocardiogram (tee) imaging quality, the physician was unable to determine to what depth the was had advanced into the laa. Contrast injection was used to assess the laa size and shape and the closure device was deployed. Anesthesiologist alerted the team of sudden pressure drop however concerns were focused on possible air embolism. Limited echo views initially did not suggest effusion. Code was initiated with chest compressions. Then, transesophageal echocardiogram (tte) identified a pericardial effusion and a pericardiocentesis was performed. Surgical intervention took place and a perforation was discovered in the left atrium. During manipulation of the heart, the laceration was unable to be closed. The laceration increased in size and attempts were made to suture and closed it were unsuccessful. The patient died of blood loss. As per the physician, possible due to patient history of anabolic steroids to treat past lymphoma. The device is not expected to be returned for analysis (disposed). The patient has medical history of lymphoma. In the physician¿s opinion, the watchman and versacross system caused the cardiac perforation which led to cardiac tamponade.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.